Manufacturer narrative:
The initial MDR was submitted with an incorrect 510k number. It is corrected to read k022426.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: bd received samples from the customer facility for investigation and foreign matter was confirmed. The samples were functionally tested and evaluated and the customer's indicated failure mode for clogged needle with the incident lot was observed. Additionally, ten (10) retention samples were selected for evaluation, and the customer's indicated failure mode for clogged needle was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to confirm the indicated failure mode. The needles used on this device are supplied shielded by bd tuas and whilst incoming inspection is carried out on a sample no further inspection is carried out on the needles.

Event description:
It was reported that bd preset¿ syringe with attached needle had no draw during blood withdrawal. Foreign matter was found in the needle hole around 5ea in 500ea had such an issue. No serious injury or medical intervention reported.